Event description:
The initial reporter stated that the pump was under delivering. They stated that the pump was set to deliver 800 ml, but that it only delivered 500 ml. Mmd did follow up with the initial reporter, who stated that there had been no negative effects to the patient and that no additional information was available. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was under delivering. They stated that the pump was set to deliver 800 ml, but that it only delivered 500 ml. Mmd did follow up with the initial reporter, who stated that there had been no negative effects to the patient and that no additional information was available. (B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information an MDR would not have been required.